Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their extensions explanted and replaced as it was found they were causing high impedances. Therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31195, 1627487-2020-31200, 1627487-2020-31202. It was reported the patient has high impedance on its right lead causing ineffective stimulation. Surgical intervention may take place at a later date at the lead and extension site to check the set screw area to make sure it is connected well. Note: it is unknown which lead is the right lead, as such both leads are being reported.